Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information provided: "emphasys cup stuck on inserter, while in patient. Could not remove intra or post op" and " had to use pinnacle cup instead of emphasys". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the emsys ace imp straight and the emsys shl 3hole 54 assembled. Additionally, device exhibited signs of usage on its overall device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. The functional test revealed the emsys ace imp straight and the emsys shl 3hole 54 stuck/jammed between them and unable to be disassembled with one another. As the devices couldn't disassemble, the reported allegation could be confirmed. The identified condition can be traced to a component failure caused mainly by excessive force applied during the threading/assembling with the mating component, over torquing, or by impacting the device before it was fully seated, conditions that could have damage the threaded tip and that subsequently led the components to seize/jammed. However, taking in consideration the evidence provided, a damage in the threads could not be confirmed, therefore the potential cause remains unknown. The overall complaint was confirmed as the observed condition of the emsys ace imp straight would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: emphasys cup stuck on inserter, while in patient. Could not remove intra or post op. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed both devices (emsys shl 3hole 54 and emsys ace imp straight) assembled. However, with evidence provided, no observations pertaining to the nature of the reported event could be identified nor verified. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that patient underwent arthroplasty on (B)(6) 2025. An emphasys cup was stuck on the inserter while in patient. Could not remove intra or post op. A pinnacle cup had to be used instead of emphasys. Procedure was completed successfully with a thirty minute delay. There was no patient consequence.